Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the right femoral artery. The 90% stenosed target lesion was located in the non-tortuous and mildly calcified left anterior descending artery (lad). A 3.5x12mm ion stent delivery system (sds) was successfully deployed in the proximal lad at 11atms for 25 seconds with balloon re-inflation at 14atms for 10 seconds and again at 14atms for 15 seconds. A 3.5x28mm ion stent delivery system (sds) was then advanced over a kinetix guide wire into the mid lad. The stent was successfully deployed at 16atms for 40 seconds with balloon re-inflation at 16atms for 10 seconds and the sds was removed. The physician attempted to reposition the stent delivery balloon in the 3.5x28mm deployed stent in order to post dilate the proximal edge; however, as the balloon was reinserted it got caught on the edge of the stent and 12mm of significant horizontal compression of the stent was noted. A 3.5x16mm ion stent was then deployed in the lesion at 16atms for 15 seconds with balloon re-inflation at 16atms for 10 seconds to cover the proximal stenosis and overlap the affected stent struts. A 3.75mm nc quantum balloon was used for post dilation and was inflated at 15atms for 10 seconds, 16atms for 10 seconds, 16atms for 5 seconds, 16atms for 10 seconds, 12atms for 15 seconds, 14atms for 15 seconds, 17atms for 5 seconds, 17 atms for 5 seconds and 17atms for 15 seconds. The procedure was successfully completed and the final result looked excellent. No patient complications were reported and the patient's current condition is fine. Four days later angiography showed patent stents in the proximal and mid lad.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).